Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained her scs ipg charger box is heating up. The patient was asked if her ipg or the charger antenna were heating up, but the patient stated that only the charger box itself heats up. A new charger system was sent to the patient to address the issue.